Manufacturer narrative:
The adverse event / malfunction is filed under reference xc 100026213. Associated medwatches: 2916714-2020-00452 2916714-2020-00453 2916714-2020-00455 2916714-2020-00456 reference code nx051z device name as vega ps tibial plateau cemented t1 serial number n/a batch number unknown UDI device identifier (B)(4). UDI production identifier unknown basic UDI-di n/a unit of use UDI-di (B)(4) manufacturing date unknown ref.code device name batch nx029z as vega ps femoral comp.cemented f4n r unknown nx042 patella 3-pegs p2 unknown nx112 vega ps gliding surface t1/1+ 14mm unknown nn260p tibia-verschlussstopfen unknown investigation no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation there are no pictures available. Batch history review due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee components. It was reported that as a result of having the product implanted, the patient has experienced as vega knee loosing which results in a revision surgery. The primary surgery occurred on (B)(6) 2013 and revision surgery occurred on (B)(6) 2019. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx029z (as vega ps femoral comp.cemented f4n r), nx042 (patella 3-pegs p2), nx051z (as vega ps tibial plateau cemented t1), nx112(vega ps gliding surface t1/1+ 14mm), nn260p (plug f/tibial plateau). Associated medwatches: 2916714-2020-00452, 2916714-2020-00453, 2916714-2020-00455, 2916714-2020-00456.